Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR report were filed for this event, please see associated report: MDR 9610905-2018-00144.

Event description:
It was reported the screws backed out.

Manufacturer narrative:
An investigation was performed using a stereo microscope which revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. A review of the device history records was not possible due to no lot number identified. The investigation results conclude that the root cause cannot be determined since there was no failure found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.